Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Surgical report was received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4) (MFR-0001822565-2018-02229)

Event description:
It was reported that the patient is monitored due to elevated metal ion levels, metal poisoning and metallosis after right total hip arthroplasty. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: metal ions and metallosis review of event description (event details, per) event summary: patient was implanted with mmc cup on (B)(6) 2010 and is being monitored due to elevated metal ion levels, metal poisoning and metallosis. Review of received data: the implantation report dated (B)(6) 2010 is available. This is for the right side of the patient. The notes describes that this is a patient with severe arthritis of the hip. A zimmer mmc cup, metasul ldh and stem were implanted. It is mentioned that the femoral implant was inserted obtaining excellent immediate press-fit stability. A femoral head was impacted onto a clean dried trunnion. All trial and final reductions revealed an excellent range of motion, stability and restoration of leg lenghts. Devices analysis. No product was returned to zimmer biomet for in-depth analysis. According to the available information, the products are still in vivo. Review of product documentation. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis. Root cause determination using dfmea: aseptic loosening, metalosis due to deformation of the cup due to setting instrument leads to increased wear. Possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. Aseptic loosening, metalosis due to deformation of the cup due to bad bone condition (e.g. Sclerosis) possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. Metalosis due to loosening ti particles possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. Third body wear, metalosis due to loosening ha particles which do not resolve possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. Pain due to loss of surface modification elements (fins) possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. Indefined long term body reaction due to increased metal ion levels possible: no x-rays, nor any relevant reports are available, therefore this cannot be excluded. Increased number of wear particles / mechanical failure (coating looses from substrate) due to chemical/galvanic/ crevice corrosion of material possible: no x-rays, nor any relevant reports are available, therefore this cannot be excluded. Groin pain due to soft tissue impingement / irritation possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. Increased wear, metalosis due to deformation of the cup due to bad bone conditions, surgeon does not recognize that reduced press-fit is necessary possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. Pmma wear, ti-wear, 3rd body wear, corrosion, loosening due to cup is implanted with bone cement (misuse) not possible: in the surgical report it is mentioned that the mmc had a good press fit. Cement can be excluded. Wrong pairing, metalosis due to missing metasul warning sticker not possible: the product combination is allowed. Wrong pairing, metalosis due to incorrect marking on technical drawing and on the product not possible: the product combination is allowed. Increased wear due to increased wear due to loose ha particles which don¿t resorb possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. Increased wear due to scratching the cup articulation surface during implantation possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. Excessive wear due to incompatible clearance and materials between the misused counterparts possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. Groin pain due to soft tissue impingement / irritation due to sharp elements possible: no x-rays, nor explanted implants are available, therefore this cannot be excluded. Conclusion summary: patient was implanted with mmc cup on (B)(6) 2010 and is being monitored due to elevated metal ion levels, metal poisoning and metallosis. This is a bilateral case. For the left side there is also a complaint (B)(4) (MFR 0009613350-2017-01207). No x-rays have been received. The implant position cannot be evaluated. No documents or lab reports received which confirm the metal poisoning of the patient. The implantation report dated (B)(6) 2010 describes that the femoral implant was inserted obtaining excellent immediate press-fit stability and that all trial and final reductions revealed an excellent range of motion, stability and restoration of leg lengths. Due to significant lack of information the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (b0(4).